Manufacturer narrative:
Additional information device evaluation the report of low speed events was confirmed in the evaluation of the submitted and retrieved system controller log file, the specific cause could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline (dl) severed approximately 11 inches from the nipple of the pump housing; the remainder of the dl was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Visual inspection of the underlying wires of the returned portion of the driveline did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to an electrical short. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6)2016, the patient was electively transplanted. Patient¿s transplant status was 1b. The pump was returned for evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device - 37 days. The patient remains on lvad support with no further issues reported. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's system controller history interrogation revealed a speed drop to 6900 rpm. The system controller was exchanged and a log file was provided to the manufacturer's technical services representative for review. The data revealed two pump speed decelerations on (B)(6) 2016. A speed drop to 6900 rpm occurred (B)(6) 2016 at 12:16. There was also an increase in lvad power and flow estimation at this time. Additional information has been requested but has not been provided.